Event description:
The manufacturer received information alleging a ventilator may have been damaged by water. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's power management pca, sensor pca, system pca and interface pca were replaced to address the issues. Corrosion consistent with water ingress was observed inside the device.